Event description:
A customer reported failed american proficiency institute (api) testing for intact parathyroid hormone (ipth) and folate (fol) on the aia-900 analyzer. No quality control(qc) or patient result issues reported. A field service engineer (fse) was dispatched to further investigate. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse could not reproduce error. While troubleshooting, fse could visually see dirt on the wash probes. Fse resolved complaint by cleaning wash probe and decontaminated the system. Fse successfully performed precision on two levels of controls without error and within acceptable range. No further action required by field service. The aia-900 is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10855703. There were no other similar complaints found during the searched period. The st aia-pack intact pth analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The st aia-pack folate analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using aia-pack folate, the highest concentration of folate measurable without dilution is approximately 20.0 ng/ml, and the lowest measurable concentration is approximately 0.5 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 20.0 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 20 ng/ml. Hemolyzed specimens cannot be used. Hemolyzed specimens should be redrawn. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. The most probable cause of the reported event is due to dirt on the wash probes.